Event description:
Customer reportedly obtained a result of 7.7 inr on the coaguchek xs system while a professional coagulation device produced a result of 5.5 inr within 4 hours. Coumadin was held for one day, however, no info provided to indicate if this was due to meter result or lab. No adverse event reported. Requested return of suspect system and replacement was sent.